Event description:
It was reported that multiple malfunction alarms occurred and that the wake button was unresponsive. Pump display turned on when plugged into a power source; however, the malfunction alarm reoccurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.